Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer stated that the alarm occurred after battery change and unable to clear the alarm due to buttons were unresponsive. Customer's blood glucose was 3.5mmol/l and current blood glucose was 7.2mmol/l. Troubleshooting was done. Customer reported also that she had low blood glucose due to exercising and not because of the insulin pump. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No blinking screen, button error or moisture damage noted inside the device. Battery out of limit alarm was not verified due to keypad anomaly. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.